Event description:
The customer reported that he obtained the following comparison results on his accu-chek advantage system: 30 mg/dl and 400 mg/dl; 30 mg/dl and 90 mg/dl; 400 mg/dl and 90 mg/dl; 400 mg/dl and 40 mg/dl; 90 mg/dl and 40 mg/dl. All aforementioned tests were obtained within 10 minutes. The customer administered 40 units of novolin 70/30 based on hyperglycemic symptoms. No adverse event reported. New system sent to customer and return requested.